Event description:
Attorney reported: (B) (6) 2002 - two (2) non-recalled bard composix kugel meshes, both (B) (4) lot #43dmd230 were used to repair patient's hernia defect. On (B) (6) 2007 - patient's two bard composix kugel patches were repaired. On (B) (6) 2010 - patient's two bard composix kugel patches were explanted. Patient continued to experience abdominal pain and discomfort after her hernia repairs. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00021 for information related to the other composix kugel mesh implanted on 09/06/2002.